Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal complaint number is (B)(4).

Event description:
This complaint references a published study comparing a single-incision mini-sling to tension-free vaginal tape (tvt) for stress urinary incontinence. The study, conducted between august 2007 and march 2010, included 247 individuals followed for a mean of 19.6 months. The tvt procedures used a vaginal ""bottom-up"" approach. Reported complications for the tension-free vaginal tape (tvt) group (ethicon) include: intraoperative (bladder injury (n=6) and bowel injury (n=2), postoperative problems such as infection (8), and long-term problems such as mesh erosion (1)"